Event description:
It was reported that the 9800 system will not boot and a new set of batteries was requested. There was no report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Replaced the cpu board and batteries. The system was tested and found to be working as intended and placed back into service.